Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead was removed due to high thresholds.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion along the lead body. In particular approx. 48 cm distal to the is-1 connector pin the insulation body and the lead tip were found unilaterally abraded. However the electrical insulation proved to be intact. Based on the characteristics of the abrasion it is reasonable to assume that the lead had been subject to mechanical stress in the implanted state. Constant friction against a feature of the heart should be taken into account. Diagnostic images clarifying this assumption were not available. Further damages most likely occurred during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.